Event description:
The hcp reported that the pt had the pump refilled with baclofen 5000 mcg/ml, a change from 6000 mcg/ml, at the same daily dose. The bridge bolus was programmed to be delivered over 38 hrs, but the volume used for the calculation was too small. The programmed bridge bolus didn't take into account the implanted catheter volume that continues to hold the old and more concentrated drug which would result in an overdose to the pt upon completion of the 38 hr bridge. The pt would possibly receive a 20% increased dose/hr for an additional 15 hrs at minimum. No pt symptoms were reported at the time of this report. The hcp saw the pt the following day to program a second bridge bolus. The pt remained asymptomatic. A follow-up report will be sent if additional information becomes available.